Event description:
It was reported that the (B)(4) concentrator has constant alarm on first use. Dealer states unit was delivered to customer and it alarmed and was returned. Dealer reports 60 hours on unit. Original order (B)(4).